Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had inflation and retraction problem. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was returned to the manufacturer for evaluation. One medical review was submitted for review. The image shows the region of the distal thigh just below the knee. A wire is noted to be present likely traversing form the superficial femoral artery to below the knee and an uninflated balloon can be seen near the proximal popliteal artery. There is an unknown material noted near the leg similar to contrast but is noted to only be in the surgical field and not in the patient. However, there is not enough information to indicate signs of the reported failure modes as more pictures of the process and/or of the device itself are needed to draw a proper conclusion. Therefore, based on the medical review, no failure modes can be confirmed. During sample evaluation, peeled pebax was noted to the balloon section and was confirmed under 5x magnification. The patency of the guidewire lumen was tested using an in house guidewire, and it was able to be inserted and retracted with no issues. The device was then inserted through a 6fr sheath without issues. An in house presto inflation device was used to inflate the device. The device was able to be inflated to 8atm and noted to maintain pressure and shape without issues. The balloon was then deflated and retracted through the sheath. Resistance was noted when the balloon was retracted through the sheath as the balloon was noted to have the pleated folds post deflation. The investigation is confirmed for the reported retraction problem, as the device was noted to have resistance when retracted through the sheath. The investigation is unconfirmed for the reported inflation problem as the balloon was able to be inflated and noted to maintain pressure without issues during evaluation. The investigation is also confirmed for the reported peeled pebax, as pebax peeling was noted to the device during evaluation. The definitive root cause for the reported unable to inflate, retraction problem, and identified peeled pebax could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had inflation and retraction problem. It was further reported that another device was used to complete the procedure. There was no reported patient injury.